Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that they were sick all day yesterday from anesthesia. The patient was throwing up and having to frequently going to the bathroom. The patient also stated that they had been placed on antibiotics, but the reason for the antibiotics is unknown. The patient was advised to follow-up with their healthcare provider (hcp). Patient status is unknown at the time of this report and no device malfunctions were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer indicated that the patient while the patient was on antibiotics the need for the antibiotics had nothing to do with the ens or therapy. The caller also reported that the report of the patient being sick and vomiting was not a complaint. The patient's only concern was that they had not been given batteries for the device and had to go out during the night time and get batteries. The trial had been completed at the time of the call and no other information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.